Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user accidentally entered two meal announcements, after which the ilet suspended insulin as designed while the user monitored glucose; the lowest reported blood glucose was 68 mg/dl for approximately 15 minutes, and the user treated with oral glucose (juice), with subsequent recovery to 120 mg/dl. Symptoms included hypoglycemia. Outcomes included transient low blood glucose without need for medical intervention or assistance. Investigation included customer interview and troubleshooting with education on appropriate meal announcement use and device behavior. Investigation of this case revealed user error related to accidental duplicate meal announcement, with the device responding as intended by suspending insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was use error.